Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at a third party service center, a "ventilator inoperative" code was observed in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the sensor board failing was found to be consistent with a faulty pressure sensor.